Event description:
A surgeon reported experiencing no phaco emulsification during a cataract procedure. The system was exchanged and upon entering the eye, the surgeon noticed the patient had experienced a posterior capsular tear. The case was completed by performing a vitrectomy. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).